Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold and opening. A microscopic analysis was performed which identify crease sharp opening on posterior and a non-penetrating nick. Based on the device analysis the final assessment is: crease sharp opening on posterior assessed as to a fold flaw opening. Non-penetrating nick."

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.